Event description:
Customer reported the insulin pump continuously alarmed no delivery. Customer has attempted everything possible to resolve the issues and device continues to alarm. Customer declined troubleshooting. Customer's blood glucose was 175 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to wait until customer receives upgrade insulin pump. Customer was waiting on insurance to clear upgrade. Customer states he wants the device replace because customer was unable to go out because the device alarms at all times. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. (B)(4)